Manufacturer narrative:
On 7/7/2020, the product investigation was completed. It was reported that a patient patient underwent an ablation procedure for paroxysmal atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that while prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium the dilator membrane was pushed in. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue resolved. There was no patient consequence. Device evaluation details: according to pictures provided by customer, hemostatic valve was observed folded inside of the hub detached from the brim cap and friction ring. Visual inspection of the returned device was also performed and it was found hemostatic valve is dislodged and dilator was not returned. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed for the finished device [00001244] number, and no internal actions related to the reported complaint condition were identified. Customer complaint was confirmed. The root cause of hemostatic valve separation could be related to the procedure, however this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient patient underwent an ablation procedure for paroxysmal atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that while prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium the dilator membrane was pushed in. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue resolved. There was no patient consequence. It was also reported that a clip on the location pad bracket of the carto 3 system got caught in the patient arm tray and broke. The caller was advised to replace the hooks but caller insisted to get the whole bracket replaced. The location pad bracket issue is not MDR reportable since this is highly detectable. This complaint has been assessed as MDR reportable for the hemostatic valve separation.